Event description:
It was reported that the procedure was to treat the diseased superficial femoral artery (sfa). An absolute pro stent was successfully implanted in the right sfa. The 6.0/60mm absolute pro self expanding stent system (sess) was then advanced up and over to the left sfa. The stent was deployed successfully; however, the tip of the sess became caught on the proximal portion of the stent, and could not be removed. The stent became stretched; therefore, a cut-down procedure was performed. The stent and the sess were removed successfully, and the sfa was treated with a non-abbott stent. The patient had a good outcome. Additional information reported that the handle was taken apart to try to fix the issue, but was unsuccessful. No additional information was provided.

Manufacturer narrative:
(B)(4). Maude report number (B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.